Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records or details are provided as to the nature of the patient's injuries. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 year 6 months post implant of composix kugel mesh, patient was diagnosed with recurrent hernia, pain, mesh deformation and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists recurrent hernia and adhesions as possible complications. Note, the manufacturing date (15-feb-2007) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel . Ni/ni/ni: the patient had unspecified injures. The patient is only making a claim for an adverse patient outcome against the composix kugel. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, "dissected the multiple hernias, which were incarcerated with omentum. The old mesh was freed up and a new piece of composix kugel mesh was placed and sutured." (B)(6) 2012 - patient was diagnosed with recurrent symptomatic ventral and incisional hernia thereby underwent laparoscopic repair with removal of mesh and implant of synthetic mesh. Per operative notes, "multiple omental adhesions were noted to the abdominal wall to the left of the abdomen and these were lysed. The hernia defect were encountered. There were multiple defects surrounding the previously placed composix kugel mesh which had contracted and folded on itself. A portion of mesh was removed. The new synthetic mesh was tailored and placed into the peritoneal cavity.". Attorney alleges that the patient had adhesion, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davolcomposix kugel may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records or details are provided as to the nature of the patient's injuries. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel . Ni/ni/ni: the patient had unspecified injures. The patient is only making a claim for an adverse patient outcome against the composix kugel. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ .